Event description:
As reported, during a supra umbilical hernia repair procedure, surgeon fixated the two-sided prosthesis using sorbafix enhanced fixation device. It was reported that device was jammed after deployed some fasteners and later noted that device was used beyond the expiration date. Another sorbafix enhanced fixation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, an expired bard/davol sorbafix enhanced fixation device was used in the patient. There was no reported patient injury. The expiration date is located on multiple layers of the packaging. This event is a use related error. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
As reported, an expired bard/davol sorbafix enhanced fixation device was used in the patient. There was no reported patient injury. The expiration date is located on multiple layers of the packaging. This event is a use related error. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the imdrf annex c grid. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a supra umbilical hernia repair procedure, surgeon fixated the two-sided prosthesis using sorbafix enhanced fixation device. It was reported that device was jammed after deployed some fasteners and later noted that device was used beyond the expiration date. Another sorbafix enhanced fixation device was used to complete the procedure. There was no reported patient injury.